Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corrosion motor control board and logic board, due to won't turn on. Replaced corrosion ail. Replaced 3rd,party door w/keypad and door latch. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14mar2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the motor control board assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device "will not turn on /off, unit could not connect to pc but could allow others to be connected. Replaced logic and display board."

Event description:
It was reported by the customer that the device "will not turn on /off, unit could not connect to pc but could allow others to be connected. Replaced logic and display board."

Manufacturer narrative:
The device has been received and an evaluation is pending. An additional follow up supplemental will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corrosion motor control board and logic board, due to won't turn on. Replaced corrosion ail. Replaced 3rd,party door w/keypad and door latch. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the motor control board assembly. A review of the device history record showed the device had a manufacture date of 14mar2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device "will not turn on /off, unit could not connect to pc but could allow others to be connected. Replaced logic and display board."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device "will not turn on /off, unit could not connect to pc but could allow others to be connected. Replaced logic and display board."